Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. The keypad was found to be fully intact; no damage was observed. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked and the audio bolus button cover was detached from the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is dim. There was no trauma or moisture issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.